Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was report that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator was in backup vvi after a magnetic resonance imaging (MRI) scan. It was noted that the device was not properly prepped for the scan. The device was restored successfully. The patient was in stable condition.